Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic enhanced meter. The patient's blood glucose results were 141, 193 mg/dl. Tests were done within 10 minutes with a difference of 28%. Patient did not experience any adverse events. Customer is using expired control solution for tests. No further information has been reported.